Event description:
A patient report the ss meter blood glucose reading was 138mg/dl versus 179 mg/dl for the lab. No symptoms were reported. The meter is reportedly being cleaned incorrectly and pt had no control solution to do control test. No further info is available. The meter has been replaced. No allegations of harm have been made.